Manufacturer narrative:
Section was updated with additional information and clarification received on 12/21/2016. The section was changed from "it was reported to covidien on (B)(6) 2016 that an issue occurred with a dialysis catheter. The customer reports an incident where the hub cracked on the venous port during a code on the patient. They had planned to replace the dialysis catheter, but unfortunately the patient coded again and did not make it. The catheter had been implanted (B)(6) 2016. The patient coded on (B)(6) 2016" to "the customer reports an incident where the hub (luer adapter) cracked on the venous port during a code on the patient. They had planned to replace the dialysis catheter, but unfortunately the patient coded again and did not make it. The catheter had been implanted (B)(6) 2016. The patient coded on (B)(6) 2016. This was a very ill patient and although the cracked adapter was a major problem, the customer is not identifying that as the reason for the death."

Event description:
The customer reports an incident where the hub (luer adapter) cracked on the venous port during a code on the patient. They had planned to replace the dialysis catheter, but unfortunately the patient coded again and did not make it. The catheter had been implanted (B)(6) 2016. The patient coded on (B)(6) 2016. This was a very ill patient and although the cracked adapter was a major problem, the customer is not identifying that as the reason for the death.

Manufacturer narrative:
Submit date: 01/06/2017. Model #, catalog # and lot # were updated based on clarification of the customer's reported event.

Manufacturer narrative:
Submit date: 02/08/2017. An investigation was performed. This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. The complaint description states that [the customer reports an incident where the hub (luer adapter) cracked on the venous port during use on the patient). If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 12/20/2016. An investigation is currently underway. Upon completion, the results will be forwarded. Additional information has been requested. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a dialysis catheter. The customer reports an incident where the hub cracked on the venous port during a code on the patient. They had planned to replace the dialysis catheter, but unfortunately the patient coded again and did not make it. The catheter had been implanted (B)(6) 2016. The patient coded on (B)(6) 2016.